Event description:
Country of complaint: (B)(6). Due to bone cement not bonding to as univation xf implants, the surgeon was forced to convert the surgery from navigated condylar knee procedure to a manual total knee replacement procedure. There was no issue with implantation of columbus implants (cemented). The surgical procedure took in total approximately 4.5 hours. No181z / as univation xf femur cemented f2 rm. No158z / as univation xf tibia cemented t3 rm. Nl472 / univation f meniscal comp. T3 rm/lm 7mm.

Manufacturer narrative:
The available components were investigated visually and microscopically. No abnormalities or damages were found on the coated surface of the implants. This case was discussed with a specialist from the product management. Furthermore a test was performed in which the provided devices were cemented with bonos r cement. In a time span between 2 min and 7.5 min after the mixing-and waiting phase the cement was applied, with the result, that the cement formed to a permanent bond to the coated surface of both implants. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. It could be possible that the processing time of the used cement was exceeded. Further potential sources of faults relating to the cement: -wrong temperature, - unfavourable storage, -the age of the cement, -wrong handling with the cement. Due to the fact that the cement test achieved a positive result, we exclude a product or design related error. The anchorage design is based on well established products. : according to sop (B)(4) a CAPA is not necessary.